Event description:
The customer reported that the system was giving message ma level too high. No pt injury was reported.

Manufacturer narrative:
The ge svc rep performed a filament calibration using a utility suite. System was restored to normal operation and is operating as intended at this time.